Manufacturer narrative:
According to the report, three patients developed re-coarctation of the aorta following norwood procedures in which synergraft pulmonary hemi-arteries (B)(4) were implanted. The surgeon attributes the events to the use of the synergraft pulmonary hemi-artery patches. As such, an investigation was performed. A review of the processing records of the four allografts that were possibly implanted reveals all allografts met processing specifications. A review of the relevant clinical literature reveals that recoarctation of the neoaorta is a common complication after the norwood with an incidence rate of anywhere from 11 to 37%. Without further information, it cannot be determined if the sg patch allografts were the reason for the recoarctation. However, with the available information from the literature with standard allografts and other patch materials, recoarctation after the norwood is not unexpected. If additional information regarding these events is obtained at a later date, these complaints will be reopened and reevaluated.

Manufacturer narrative:
No additional information has been provided. An investigation has been initiated. Any additional information will be reported in the follow-up report. This report is being submitted as required by federal regulation and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the device was implanted in a norwood procedure, and the patient subsequently developed re-coarctation of the aorta.